Manufacturer narrative:
The problem encountered during a returned order service was duplicated. During the investigation of the device, it was found that the downstream occlusion sensor was not operable. The voltage for distribution system operator (dso) was stuck at 0mv issue is possibly caused by signs of fluid ingression found on downstream occlusion sensor. The device was serviced in (B)(6) 2020 for the same issue. The investigation of this problem determined that the primary problem was related by a defective occlusion sensor. As a result, the downstream occlusion sensor assembly was replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service, the device voltage for the distribution system operator (dso) was stuck at 0 millivolts. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H6: event problem and evaluation codes: updates not required. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; all was intact. There was evidence of the reported problem recorded in the event history log. The customer reported problem was verified. A defective occlusion sensor was found to be the cause of the reported problem. For corrective action the defective occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device was repaired on 20-sep-2022 for downstream occlusion sensor seal replacement. The replacement of the downstream occlusion sensor seal could potentially cause downstream occlusion sensor issues, but the repair technician did not note any issues with the previous repair.